Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and a low blood glucose level of 34 mg/dl. The customer mentioned a symptom of irritation and tried to correct with diet. The customer completed troubleshooting and found the reservoir shows more insulin than the insulin pump. They have contacted the healthcare professional as the pump was showing insulin level inaccurately. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.